Event description:
During ortho clinical diagnostics (ocd) internal testing involving multiple replicates of a known anti-hbs negative plasma pool, a single discordant vitros anti-hbs (ahbs) (B)(6) result of (B)(6) vs. An expected result (B)(6) was predicted using the vitros eci immunodiagnostic system. A biased result of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No patient samples were affected because this testing was being performed at an internal ocd facility. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation confirmed a single non-reproducible, discordant vitros ahbs (B)(6) result was predicted from a known ahbs negative plasma pool. Root cause could not be determined, however, the performance of the vitros ahbs reagent cannot be ruled out as a contributing factor. Analysis of all vitros ahbs lot 1980 complaints found no additional complaints for false positive results had been obtained by (B)(4). There was no evidence found to suggest an instrument malfunction contributed to the event. Patient samples were not tested during the event and no allegations of patient harm were made as a result of the event.